Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned for an evaluation. The unit in question is within all manufacturer's specifications. The alleged incident reported could not be duplicated.

Event description:
A technician filled up the base unit (liberator 45) at a patient's house. The patient's wife called the technician 30 minutes after he left, saying the unit was empty again and needed to be refilled. On site, the technician was told that when filling the portable unit (spirit), it iced up and the valve did not close, so the base unit subsequently emptied. The technician checked both devices when refilling, but could not find the root cause for it icing up. The patient stated that he was in a hurry to fill up the portable, and it jammed. He tried to separate the portable unit from the base unit anyway, and the valve did not close anymore. The patient suffered a slight burn on the hand. The technician could not find any fault with the units, so they remained with the patient. The patient and his wife were both re-instructed on how to use the units, including before filling (temperature compensation and drying) and when the valve does not close. The patient has been supplied with oxygen since (B)(6) 2018.